Event description:
It was reported that the right ventricular (rv) lead sensing values have decreased and the lead has failed to sense. A lead revision is currently planned. The patient is enrolled in the system longevity study (sls)/product performance platform (ppp). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.